Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a fentanyl free flow event. It was reported that the device alarmed for a "close door and a free flow alarm" when infusing fentanyl at an unspecified rate. The customer stated that it may be a practice issue. Although requested no further details provided.